Manufacturer narrative:
Field service specialist visited the account and confirmed slit motor failure error messages. Replaced beam shaping module, aligned and calibrated. The upper heat exchanger fan was not running. The fan grill was re-positioned and fan worked. Confirmed all calibrations are in amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that slit motor failed during a procedure and the procedure was not completed. He reported that 5 seconds into the left eye they received the error message. Surgeon reported that he went out of the error, set fluence and then received the error again. He exited out, did a self test and a lens cal, cut myoptic sphere -4.05 and put the value in and everything was ok, fluence was successful. After this he went back to the patient pulled them up and received the slit motor failure again. Account re-ran self test 6 times and rebooted system and slit motor will still not pass. Procedures had to be cancelled and re-scheduled.